Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported there were broken off pieces from the forceps channel port occurred at reprocessing involving an olympus ultrasound bronchofibervideoscope. There was no patient injury reported.